Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (resets) was confirmed. As received, the monitor failed incoming testing. Upon evaluation, the q10 transistor and v1 mov were shorted on the defibrillator board. The cause of the test failure is the shorted q10 transistor and shorted v1 mov. The root cause of the shorted components cannot be positively identified. No adverse events resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that it was resetting.